Manufacturer narrative:
The subject device was received. The investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on february 11, 2015 from the reporting surgeon stating the surgical delay due to the reported event was only a few minutes.

Event description:
It was reported that during an elbow procedure, a piece sheared off of a 4.0mm cannulated screw during a procedure; another screw was used to complete procedure. There was no reported problem with the surgical procedure and no significant delay. This report is for an unknown cannulated screw. This report is for 1 of 1 complaint (B)(4).

Manufacturer narrative:
An evaluation was performed on the returned device. As per received condition of device; the screw thread has been unwound approximately half the length of the threaded portion. One screw and two screw pieces were received with the action associated with this complaint. One small piece and one much longer piece that appears to be the thread that has unwound from the end of the screw. No part number nor lot number was provided. The screw appears to be of the 207.7xx family of screws. The closest approximation of the part might be 207.74x. The drive is moderately to heavily damaged with impact marks and displaced material on all six walls. The displacement occurs in the clockwise direction relative to drive forces applied. The countersink, top of the head, band, and bottom of the head are in good condition. The shaft is in good condition except for a single spiral that is lightly cut/impressed. The threads that remain are in good condition. The flutes and tip cannot be assessed due to the type and extent of damage incurred. The screw is broken, however; the break could not be related to a manufacturing process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown cannulated screw. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.